Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. The device's event history log was reviewed for evidence of the reported problem and found a ?check clutch/plunger lever" error. Function testing was conducted. Upon testing, the reported problem was duplicated. The motor mount leadscrew bushing was on the wrong side of the bracket and determined to be the root cause of the issue. To correct the issue the motor bracket was properly assembled with the bushing. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. B3: unknown, corrected data: health effects corrected.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited clutch and plunger issues. No adverse patient effects were reported by the customer.